Event description:
It was reported that the insulin pump had a failed battery test. Customer continued to have issues even after replacing the battery for the insulin pump. Customer's blood glucose level was 160 mg/dl. The insulin pump is being returned and replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.